Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to receive adequate coverage. While being reprogrammed, the pt experienced stimulation in unintended areas. X-rays were taken and revealed lead migration. As a result, surgical intervention is the next course of action.